Event description:
It was reported questions were asked about the detections of the defibrillator and how to keep the atrial arrhythmia from being detected as ventricular tachycardia. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.